Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. The pulse generator could not be interrogated and failed a telemetry test. Three different programmers were used without success. The device was explanted and replaced. The patient was stable throughout the procedure.